Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving the error message, "replace sensor," and "wrong readings" when scanning the adc freestyle libre sensor on day 10 of wear. On (B)(6) 2019, the customer reported they felt " really low and then really high,' then subsequently lost consciousness. Hcp contact was made and the customer was treated with unspecified IV medication for hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Device mfg date was updated based on extended investigation findings. No product has been returned. An extended investigation has been performed for the reported complaints and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A customer reported receiving the error message, "replace sensor," and "wrong readings" when scanning the adc freestyle libre sensor on day 10 of wear. On (B)(6)2019, the customer reported they felt " really low and then really high,' then subsequently lost consciousness. Hcp contact was made and the customer was treated with unspecified IV medication for hyperglycemia. There was no report of death or permanent injury associated with this event.